Manufacturer narrative:
Power supply lot (1837d) was associated with field action 2027969-02/14/19-001-c for a defective power supply. The defective power supply results in an inability to power on the ldx analyzer. No further investigation will be pursued under this case.

Event description:
Customer reports power issue on ldx. Power cords are not visibly damaged. No burning, no melting, no smoking, no injury. Issue was resolved with an alternate ldx power cord. Three ldx power supplies were received by the investigator on 1 feb 2021 and it was confirmed the power supplies had identifier code 1837d, which were part of the ldx power supply recall. No adverse outcomes reported. There were three ldx analyzers corresponding with three affected ldx power supplies. Please see mdrs 2027969-2021-00009 and 2027969-2021-00010 for the alternate ldx analyzers.